Event description:
It was reported that after flow-diverter placement procedure, the patient was switched from dual anti-platelet therapy (dapt) to single-antiplatelet therapy (sapt). One week after switching, the patient suffered a cerebral infarction on (B)(6). The patient's consciousness was clear, right hand was completely paralyzed. No additional treatment was scheduled.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿after fds placement ((B)(6) 2025), switched antiplatelet therapy from dual anti platelet therapy (dapt) to single anti platelet therapy (sapt). One week after switching from aspirin and efient to efient single drug, suffered a cerebral infarction on (B)(6). Consciousness is clear, but right hand is completely paralyzed. No additional treatment scheduled¿. The anatomy was severely tortuous. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that after flow-diverter placement procedure, the patient was switched from dual anti-platelet therapy (dapt) to single-antiplatelet therapy (sapt). One week after switching, the patient suffered a cerebral infarction on (B)(6). The patient's consciousness was clear, right hand was completely paralyzed. No additional treatment was scheduled.